Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported on (B)(6) 2021, the patient¿s mother went to wake up her son and he was not breathing and unresponsive. He was brought to hospital and was now admitted. It was noted they believed this was baclofen overdose. It was reported her son was ¿compacted¿ and they had a theory that the catheter may have been kinked by the compaction of his bowels and then suddenly released the baclofen like a bolus. It was noted there had been no volume discrepancies at previous refills and no dose adjustments. So far, the catheter has been x-rayed and appeared fine. The patient¿s mother was concerned that they were only treating the compacted bowels and that the catheter would have an issue again. The patient¿s mother was redirected to the healthcare provider (hcp).

Event description:
Additional information was received from a consumer indicated the reporter had an emergency room report saying it was a malfunction of the device and ¿I know there was more to it than just the pump malfunctioning that compromised my son's life.¿ it was noted the patient was stabilized by the emts and was in the hospital for a week recovering. Physician listings were requested, and the patient¿s mother would love to talk with someone about this and get some help on getting my son's pump to 100% condition so this did not happen again. The patient's mother wanted their son's catheter replaced "as I know that was what hurt my son and in order to get the real proof and not let the physician's blame the pump itself" {refer to manufacturing report#: 3004209178-2021-01902 regarding the 2016 catheter event).

Manufacturer narrative:
H6. Patient code: e2401 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s mother who was requesting physician listings. Per the patient¿s mother, the patient was overdosed twice in 2021. She stated, ¿somehow twice the medicine came out of the machine and was in my son¿s blood stream touching his brain leaving him unresponsive both times ¿ with the first time no heartbeat¿.

Event description:
Additional information was received from a consumer (con) stated that the pump has been "abandoned" since 2019, and the pump has been "leaking" since 2017¿ and has been "slowly shutting down". The patient representative (rep) stated that the pump has "tried to kill him". The pump was refilled today and a message/warning stating there was a potential underdose occurred and a motor stall recovered. The rep stated that this was all previously reported, and they were calling to report the message that was seen at the refill today because they know medtronic could not do anything and there was no physician wanted to work with the patient pump. The rep stated that the pump was consistently refilled by an "intern" at methodist, but they did not do anything beyond the refill.

Manufacturer narrative:
See h6 for code updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that they contacted medtronic many times about the condition of their son's pump. The cause of the leak was due to the catheter being severed and repaired with "shrink wrap" in 2017. The patient stated that they traveled for 3 years trying to find someone to help their son. They stated that the machine turning off and on was a clear sign the machine had been neglected. The patient's rep stated that their next step was to contact a lawyer once their son's pump was finally repaired. The patient stated that the machine was left broken inside them.

Manufacturer narrative:
Continuation of d10: product ID 8711 serial# (B)(6) implanted: (B)(6) 2007 product type catheter product ID 8711 serial# (B)(6) implanted: (B)(6) 2007 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.